Event description:
This patient suddenly lost sound without incident. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery occurred in 2004. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.